Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien cse performed software upgrade only. Customer replaced the bdu cpu pcb. The investigation and service were reported to be completed by the customer. The device passed all functional tests required for this product.